Manufacturer narrative:
Block b3: approximate. The event occurred about a week ago from the aware date. Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7144092 UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7139026 UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure of the entire system due to erosion of the implantable pulse generator (ipg) and lead extensions through the skin. The patient's symptoms included redness and discomfort at the ipg site. The patient was placed on antibiotics both prior to and following the explant. Cultures were taken; however, the results were not disclosed. The patient is reported to be doing well and has recovered postoperatively. The explanted devices will not be returned to boston scientific for analysis, as they were retained by the facility.